Manufacturer narrative:
The device was inspected before use with no issues noted. The lesion was pre-dilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a heavily calcified rca. It is reported that the stent would not cross the lesion and the stent was deformed. No patient injury reported.